Event description:
Information received indicates the bed has a high ground resistance reading, due to a missing ground terminal.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.